Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely repeated stress concentrated on the k-wire strasnds while the user was operating the device caused the reported issue. The following section from the instructions for use (IFU) pertains to this event: 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a cut at the bent part of the forceps elevator wire. There were no reports of patient involvement.